Event description:
The surgeon attempted to insert a cc4204bf collamer plate lens but the lens tore ejecting through the cartridge. There was no pt contact or injury. The reporter stated it was unknown as to why the lens tore.